Event description:
It was reported that during set-up, the cardioplegia temperature continuously displayed 50 degrees. The product was changed out and the surgery was completed successfully. No pt injury was reported.

Manufacturer narrative:
The field service engineer replaced the sensor and returned the defective sensor to the device manufacturer. The sensor was found to have an open electrical circuit. The technician also noted a crack in the sensor seal at the cable/sensor interface that may have led to deterioration over time caused by ingress of moisture into sensor. The defective sensor was scrapped. This report is being submitted to the FDA as a result of a retrospective review of product complaints.